Manufacturer narrative:
.

Manufacturer narrative:
No product will be returned per customer. No investigation was performed. The root cause of this failure was not identified.

Event description:
The customer reported an unintended disconnection between blood administration tubing and a non carefusion device resulting in an estimated blood loss from the infusion of approximately 48ml. The tubing was contaminated during this event and was replaced before continuation of therapy. There was no medical intervention or patient harm reported.